Manufacturer narrative:
Study event: the stent remains in the patient. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. Hypotension and bradycardia are known potential adverse events associated with the use of carotid stents as stated in the device instructions for use. The reported hospitalization was in response to the observed patient symptoms. No device malfunction was reported.

Event description:
Device malfunction: none. Time of symptoms/ae: during the procedure. Symptoms/ae: hypotension and bradycardia. It was reported that during a left internal carotid artery stenting procedure, the patient experienced hypotension and bradycardia two minutes post stent implantation and balloon dilatation. The patient was treated with dopamine and a neosynephrine drip. The hypotension and bradycardia resolved 3 days post procedure and the patient was discharged to home. No additional information was provided.